Event description:
It was reported that during a ptca procedure, the balloon catheter was advanced through the struts of a previously placed stent. The balloon became stuck in the stent and subsequently separated during removal. The pt was sent to surgery for removal. The pt status is unk at the time of this report.